Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the electrocautery knife was used without ensuring sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: 3.2 inspection of the endoscope/ 4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope was burned by the forceps channel electrocautery knife. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Full e1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.